Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to defective response buttons, causing it to be non-functional. Both response button metallic domes on the switches were damaged, causing the fault. The root cause of the damaged domes cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.